Event description:
It was reported that the user experienced a high blood glucose reading of 386 mg/dl on the ilet after eating cereal without a meal announcement, with the infusion set and tubing inspected and drops confirmed during a priming check, and the system showing correction doses being delivered. Symptoms included hyperglycemia and dizziness. Outcomes included self-monitoring at home without the need for emergency treatment or hospitalization. Investigation included user-guided troubleshooting and verification of insulin delivery through the tubing. Investigation of this case revealed no device malfunction or delivery obstruction, and the event was associated with a missed meal announcement leading to postprandial hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user-related timing and use of therapy, specifically a missed meal announcement.